Event description:
Event reported as, "patient complained of lack of restriction, increasing hunger and eating more. Leak identified in port, nil fluid aspirated post band fill."

Manufacturer narrative:
Medwatch sent to FDA on: 04/27/2009. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product; however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."